Event description:
Patient presented to the physician with chest pain and pain at the sensing lead placement site when breathing. Imaging was performed, revealing that the sensing lead had projected into the pleural space. Physician brought the patient into the or, and upon surgical exploration, it was confirmed that the sensor tip had migrated toward the pleural space. Physician repositioned the sense lead, sutured, and closed.